Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal line autozero failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a proximal line autozero failure occurred. The customer requested onsite service. This investigation is ongoing.

Manufacturer narrative:
It was reported that a proximal line autozero failure occurred. The customer requested onsite service. A philips authorized service provider (asp) went onsite to further investigate. The philips asp detached the data acquisition (da) printed circuit board assembly (pcba), checked all connections, and verified pin alignment between the solenoids and da pcba. The philips asp then put the unit into ventilation mode for 45 minutes and confirmed no error after. The philips asp replaced confirmed and verified all connections and pin alignment between the solenoids and da pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.